Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received several inappropriate anti-tachycardia pacing due to supraventricular tachycardia. Technical services consultant recommended reprogramming. At this time, this ICD remains in service and there was no additional adverse patient effects reported. Additional information was received indicating patient received two inappropriate shocks due to atrial fibrillation (af) ICD remains in service and there was no additional adverse patient effects reported.